Manufacturer narrative:
The baxter technician found the CPR valve was faulty. The totalcare bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that total care sport (product code tcsport, serial number (B)(6), CPR function was not able to be activated. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.